Event description:
It was reported that during the implant attempt, the lead would not extend or retract. An additional lead was attempted and could not be used due to patient anatomy. Neither lead was used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - the full lead was returned and analyzed. The distal conductor was distorted and had blood/body fluid (not obstructed). The proximal conductor had blood/body fluid (not obstructed). The outer insulation was breached cut. There was blood in/on the helix/lobe mechanism. There was apparent damage at implant.